Manufacturer narrative:
Clarification to h6: device not received, only photos, disregard codes b01 and c0601.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV. Device photograph(s) for the device related to the reported event of capsular contracture, reviewed on 20 july 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.